Event description:
Additional information received indicated the backup mode was due to magnetic resonance imaging (MRI) exposure prior to reprogramming the device to MRI mode. Additionally, defibrillation therapy was not available while the device was in backup mode. The patient did not miss any defibrillation therapy. Abbott technical support was contacted, and the device was restored and reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that backup mode was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.